Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was short. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the sensor was too short when removed. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will be returned for analysis. It was reported that the sensor was short. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the sensor was too short when removed. Customer was not reporting that the sensor or introducer needle fractured while in the body. The device will be returned for analysis.